Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive of the objective lens is detached, foreign material inside the nozzle a root cause could not be identified. Based on the results of the investigation, the most probable cause adhesive of the objective lens being detached was traced to component failure and for the foreign material inside the nozzle the most probable cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported when attempting to perform a needle puncture using ultrasound image, the puncture route of the ultrasound gastrovideoscope became unclear and invisible. The event occurred during a diagnostic endoscopic ultrasound-guided fine needle aspiration (eus-fna) procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.